Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was observed to have delivered inappropriate therapy. Upon review of the event log it was found that therapy was exhausted during one instance of atrial fibrillation with rapid ventricular response. Boston scientific technical services (ts) discussed that the log would only show the most recent events and older events were overwritten. The patient's device was optimized through programming modifications. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.